Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the emergency department via ems (emergency medical service). The patient reported hearing the lvad (left ventricular assist device) alarm with the red heart and low flow alarm. The patient felt immediate burning with vibrations in his chest. A log file analysis was performed and found a speed drop on (B)(6) 2020 and pump stops on (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mpu. It was recommended to keep the vad connected to battery power until further investigation is completed. X-rays of the percutaneous lead were included with the log file. The images were unremarkable. The alarms stopped with the patient on battery power or ungrounded cable use. The patient remained asymptomatic at the hospital, the patient was on heparin drip bridge to warfarin and ldh continued to downtrend.

Manufacturer narrative:
Manufacturer's investigation conclusion: low speed and pump stop events were confirmed through the analysis of the log file that was provided by the account. Although a specific cause for this event could not conclusively be determined, based on past experience with the hmii lvas and similar reported events, the captured event appeared consistent with a potential driveline issue. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020. The pump remained above the low speed limit until (B)(6) 2020, when the patient¿s speed dropped below the low speed limit. Low speed advisory alarms were observed. Following the event, the pump ramped back up to its set speed without issue and operated above the low speed limit until (B)(6)2020, when the file captured multiple low speed and pump stop events. These events were associated with low speed and low flow hazard alarm. All of the captured low speed and pump stop events were observed while the patient was supported by the mobile power unit (mpu). The low speed and pump stop events were consistent with the report that the patient heard the lvad alarm with red heart/low flow with immediate burning and vibrations in their chest on (B)(6) 2020. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The patient handbook also contains important warnings relating to pump stops and cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h4: corrected information